Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One certain gold-tite hexed screw (iunihg) and unknown 4.1mm certain implant were not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was performed using applicable instructions for use and risk files to address reported event. Functional testing could not be performed since the products were not returned. Pre-existing conditions, tooth location and duration of placement was unknown due to limited information provided by customer. X-ray or picture images were not provided. Appropriate documentation was reviewed. DHR reviews could not be performed as the lot numbers associated with the reported devices were not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. (Iunihg): a year-long complaint history review by item number (iunihg) was performed for similar events using keyword -fracture screw-, and no complaint about nonconforming products was identified. (Unknown 4.1mm certain implant): complaint history review could not be performed as the item/lot number associated with the reported device was not available. Based on the available information, device malfunction and the reported events could not be verified as the exact details of event were non-verifiable and the products were not returned. The following sections have been updated: g6: checked "follow-up." H3: changed "yes" to "no."

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that screw fractured in the patient's mouth. Patient scheduled to see oral surgeon on (B)(6) 2021 for removal and will return to dentist on (B)(6) to replace abutments. Dentist will follow up if there are any complications. Tooth location not reported.